Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 348, 289 and 274mg/dl. The customer's expected fasting / non-fasting) blood glucose test result range is 130 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 164 and 168mg/dl using true track meter. The test strip lot manufacturer's expiration date is 02/17/2018 and open vial date is approximately four weeks ago. The meter memory was reviewed for previous test result history: 348mg/dl (B)(6) 2017 10:12 pm fasting: no; 289mg/dl (B)(6) 2017 10:12 pm fasting: no; 155mg/dl (B)(6) 2017 01:12 am fasting: yes; 274mg/dl (B)(6) 2017 09:56 am fasting: yes; 171mg/dl (B)(6) 2017 01:43 am fasting: yes.